Event description:
It was reported that this pacemaker exhibited functional undersensing that was causing an inappropriate end to atrial tachy responses (atrs) technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.